Event description:
The customer reported via phone call experiencing high blood glucose levels for two weeks. The customer stated that her blood glucose was in the high 300 mg/dl range when she first noticed her blood glucose rising. The customer's blood glucose rose to over 600 mg/dl, as indicated by the glucose meter not longer reading the exact blood glucose value. The call was disconnected prematurely and a call back to the customer was made unsuccessfully. A message was left to follow up with the customer regarding the event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.